Manufacturer narrative:
Product analysis: cursor and stylus were confirmed to be misaligned. The connection between the display overlay and printed circuit board (pcb) was re-seated, the stylus replaced and the display calibrated to the replacement. The hard drive was reconfigured, the software reloaded and updated and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer display was misaligned and unable to be calibrated. The programmer was returned for service. There was no patient involvement.